Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The reported problem was confirmed. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction; it was confirmed there was no sound at all. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.